Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. The review revealed that this article was manufactured in august 2011 in accordance to the specifications, and passed the dimensional inspections. In addition, these blades are checked for 100 percent functionality before they leave the manufacturing facility. Visual inspection showed that the hexagonal recess of the pfna is damaged; nevertheless, the function is still ensured. Based on these results, we conclude that the cause of failure is not due to any manufacturing nonconformances, and we have to assume that there was a technical complication during surgery. This complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that the proximal femoral nail antirotation (pfna) blade could not be closed. This is report 1 of 1 for file (B)(4).